Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump alerts were repeatedly sounding after the setting had been changed from hyporeat. There was no reported impact to blood glucose. Customer call was disconnected from tandem technical support. Although multiple attempts were made to by tandem technical support to contact the customer, no reply was received.